Event description:
The customer reported to olympus that the image was flickering, and the object was not visible when flickering on the hd camera head. No image problem. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿the image was flickering, and the object was not visible when flickering¿ was confirmed. The device evaluation found the image was flickering due to defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the phenomenon, ¿no image¿, occurred due to communication failure caused by cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.